Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. The meter serial number was not provided. The test strip lot DHR was referenced. This shows the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the limited information provided, the root cause of the high values cannot be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication, and testing procedure may have contributed. Based on the limited information provided, the root cause of the incident could not be determined. Insulin, diet, or exercise may have contributed to the hypoglycemic event. No corrective action will be initiated because system failure could not be confirmed. This event will continue to be trended.

Event description:
The reporter alleges the bgstar meter is inaccurate and measures blood-glucose too high. As a result, the patient experienced hypoglycemia and was taken to the hospital. Treatment or patient outcome was not provided.